Event description:
The user facility reported that during an unspecified procedure, the users experienced a complete loss of image. The device was withdrawn and the procedure was completed using a different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed a complete loss of image. There was evidence of fluid invasion inside the device, including corrosion in the endoscope connector, and electrical connector. The distal end cover was cracked, and the light guide lens was cracked and chipped. The distal end cover, bending section cover, bending section cover glue, light guide lenses, insertion tube, light guide tube, and electrical connector were all determined to be non-olympus parts, and there was further evidence of non-olympus repairs on the device. Review of the instrument history showed that the device was last serviced by olympus on (B)(6) 2007. The device was refurbished. Based upon the investigation result, the image difficulty was attributed to fluid invasion and the use of non-olympus parts and repairs could not be ruled out as a contributory factors.